Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During procedure, the lp was unable to be interrogated. Troubleshooting was attempted but was not successful. The physician removed and replaced the lp successfully during the procedure. The patient experienced no adverse consequences.